Manufacturer narrative:
The reported problem is currently under investigation. A follow-up report will be submitted when more information becomes available.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemomonitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemomonitor pc went blank during an active case and the pdm (patient data module) alarmed. This caused the procedure to be delayed 15 minutes. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient; however, the customer reported that the patient was not harmed. The procedure was continued once the system was rebooted indicating that it was completed successfully. It was further reported that the lab was operational the remainder of the day. Reference complaint number: (B)(4).

Manufacturer narrative:
Merge healthcare conducted an internal quality investigation to address the issue reported in recall 2183926-02/15/2016-031-c, FDA recall number z-0665-2017. Merge healthcare received reports of the hemo monitor application unexpectedly stopping to display and update patient data. When this issue occurs, the hemodynamics system is no longer capturing patient data. For customers who experience this issue, it is recommended that the hemo monitor pc is power cycled. Once the system is powered up, the hemo application should restart with normal functionality and will once again display, update and record patient data. The restarting of the hemo monitor pc may result 0630in a delay of up to two minutes while the system reboots. The investigation and troubleshooting activities conducted by merge healthcare found that the issue occurred due to an error when interfacing with a specific location within a schiller pdm (patient data module) file. Merge has validated and released a firmware fix for this issue. This fix is incorporated into the software upgrade of merge hemo (B)(4) patch 1 (or later), or merge hemo (B)(4) patch 1 (or later). The correction has been verified to be effective as is evidenced through the large reduction of customer complaints concerning this issue. Revised information contained in this supplemental report includes the following: